Event description:
It was reported there were high impedances greater than 10,000 ohms and the impedances were not stable. It was stated not always the same electrode had too high impedances. It was reported the patient¿s adaptor was explanted and replaced and the issue was not resolved and the cause was not determined. It was stated there were no patient symptoms or complications and no injury to the patient.

Manufacturer narrative:
Final analysis of the adaptor revealed significant anomalies. The adaptor body conductor was broken within 10 cm of connector area. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 74001, serial# unknown, explanted: (B)(6) 2013. Product type: adapter. (B)(4).